Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a wallstent biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 to treat a stenosis due to pancreatic cancer. According to the complainant, the device was placed over the stenosis without difficulty, however, the stent could not be deployed. It was noted that t-bar connector became detached from the blue outer sheath. The procedure was completed with another wallstent biliary endoprosthesis. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.